Manufacturer narrative:
After the additional oversensing event occurred, the ICD was again reprogrammed to increase the sustained rate duration. The pt will be monitored for further issues. The ICD remains implanted.

Event description:
Additional info indicates that the oversensing recurred in 6/1997.